Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after a procedure a cardiac tamponade complication occurred. During a procedure to treat atrial fibrillation in the right inferior pulmonary vein a farawave catheter was selected for use. The physician searched for the right inferior pulmonary vein during a long time, by pushing and pulling the guidewire multiple times. He didn't find it so he stopped the procedures. However, after the case was completed the patient's blood pressure dropped, and the patient experienced a cardiac tamponade. It took place 45min after the transseptal puncture. The physician performed a pericardial drainage as intervention resulting in a hospitalization extension. The patient is expected to fully recover. The device is not expected to be returned for laboratory analysis, as the event occurred post procedure.